Event description:
"1 broken cryocyte container from a pt lot of 2 frozen containers. There were no donor/technicial issues. There is no sample available for eval as it is stored as a backup. Problem noted after storage. Storage of cryocyte container was in vapor phase. Storage was for 2 weeks. Pt did not receive the product implicated in the incident. Pt did have enough stem cells for engraftment. Pt was remobilized and recollected after high dose chemotherapy as planned in therapy schedule. A total amount of 9.28 x 10/6 cd34 cells was collected as stem cell dose for transplantation after second and third cycle of high dose chemotherapy. On event date, 1 bag containing 2.3 x 10/6 cd34 cells was transplanted. 1 other bag was broken and again stored as backup. There are 2 additional bags from same collection lot in the storage tank. Bags were filled with 99ml. Product, cryopreservation and storage was performed in metal cassettes, cryopreservation in controlled rate freezer, storage in vapour phase of liquid nitrogen."